Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported by the patient's son that they think the device had not been working properly. They said that the patient had fallen twice and they take too many medications. The manufacturer representative (rep) checked the patient's device and found a bunch of sensors on the right side were not working and determined it should be replaced. The rep had noted that the previous programming had too many schedules and it was too complicated. Relevant medical history includes spinal pain and post-laminectomy pain. No outcomes or interventions were reported regarding this event. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.